Event description:
Subject: problem with (medtronic). On (B)(6) 2015, (B)(6) newspaper reports, FDA files court order against medtronic, after years of uncorrected problems of its implantable drug "pump to stop most sales.." Can you tell me how can I get more info on this matter? How can I keep tracking on the development of this legal action? Online tracking. My interest in this legal action has to do with a personal death caused by some of medtronic pumps. Sincerely yours, (B)(6).